Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the vibration motor was unresponsive and the vibration motor pins were misaligned. Unrelated to the vibration motor issue, a crack was observed in the battery compartment and the threads were damaged. The battery cap threads were damaged and the cap was unable to be fully tightened. A power loss was observed. Also unrelated to the vibration issue, evaluation revealed one occurrence of the pump's time and date resetting on (B)(4) 2013. The pump was opened to investigate and the internal clock battery on the printed circuit board was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the vibration motor was unresponsive and the pins were misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.